Event description:
The manufacturer was notified on (B)(6) 2014 that a mitroflow valve 9lxa) was explanted after around 1 year due to a reported early structural valve deterioration secondary to leaflet calcification with significant black vegetation. The valve details (model and serial numbers) were only provided on (B)(6) 2014. Note: re-sending the initial report to rectify the following: gender - from: male to: female. Date of event: from (B)(6) 2014 (typo error) to: (B)(6) 2014 (correct date).

Manufacturer narrative:
Method - the device history record review, histological analysis will be performed. Results - no definitive results at this time. Conclusion - no conclusion can be drawn at this time as device was not yet returned to the manufacturer.